Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have dropped insulin pump a few times over the years which caused damage to insulin pump. Customer reported that drive support cap pushed out and became loose. It was also reported that the upper right hand corner of display screen was cracked. Customer's blood glucose was 120 mg/dl. Customer reported that due to damage, insulin pump had not been worn since (B)(6) 2015. Customer declined troubleshooting for blank display screen. Customer was advised that insulin pump would need to be replaced.